Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) concerning a patient with an implantable neurostimulator (ins) for stenosis. MRI compatibility guidelines were requested for an MRI of patient¿s shoulder, not related to the patient¿s system or therapy. It was reported the ins was removed about 5-6 years ago. The reason for removal was unknown. The lead could not be removed per patient. Additional information received from a healthcare provider (hcp) on 2019-jun-24. It was reported that the ins was explanted because the patient's pain continued with their ins and reprogramming didn't help; daily living activities were worsened. The explant occurred on (B)(6) 2012. The ins was removed. No further complications reported.